Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt went in for a routine visit and the surgeon noticed a small hole on the percutaneous lead (lead). The pt didn't report any alarms; however, the surgeon reported alarms recorded in the system controller's history. During the inspection of the lead, the surgeon moved the lead and the speed reduced. An x-ray was performed and indicated a kink in the percutaneous lead. Approximately 2 days later the MFR's technical service personnel performed a percutaneous lead replacement of the external portion of the lead and evidence of debris was found.

Manufacturer narrative:
The pt remains on lvad support with the pump and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.